Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient that three days after revision surgery the implantable neurostimulator (ins) stopped working and they stopped feeling sensation. They had started at 2.5 volts and then lacked stimulation at 3.0 volts; when they went up to 4.0 volts, they felt a surge of stimulation for a second and then the ins cut off. The device kicked on and kicked off a couple of times then shut off and never worked again. The patient programmer (pp) still showed that the ins was on. The patient had not had stimulation since that time. In addition, since the revision, the patient had been unable to get coupling and they could not charge their battery. The manufacturer representative (rep) confirmed that when trying to charge the ins they had gotten zero coupling boxes. The rep had tried turning the antenna dial and the antenna locate was 52-56 but it did not lead to any better coupling. An x-ray was done that confirmed the ins was oriented correctly and was not flipped. The patient noted having full 8 boxes prior to the revision and the ins would charge properly. Attempting a different charger did not make a difference and the patient's device was not able to communicate with another external device. The patient was going to give the pocket site some time for swelling to reduce and had a follow up appointment scheduled in two weeks. The patient noted that they think the ins may be too deep. Relevant medical history includes failed back surgery syndrome and spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.